Manufacturer narrative:
(B)(4). Method: although initially stated that the device was available for investigation, subsequently no device has been returned and is not expected to be returned for investigation. Attempt to obtain further information with regard to the complaint has been unsuccessful. Our analysis is accordingly based on the description of events and our knowledge of the product. Results: without a complaint device we are unable to determine what caused the problem observed by the customer. A lot check revealed no other similar complaints of this nature for this lot number. Conclusion: the encoder functionality is checked during the pcb and final functional test prior to distribution. A review of the manufacturing records for this complaint warmer did not reveal any discrepancies.

Event description:
A distributor in (B)(4) reported an encoder failure on the main board of an iw980 wall mount infant warmer. No patient consequence was reported

Manufacturer narrative:
(B)(4). Method: the complaint power control board has subsequently been received and performance tested. Results: the complaint power control board was fitted into a known working infant warmer for encoder, functional and soak test, and passed all tests. Conclusion: the complaint power control board and encoder functioned as it should, no fault was found.

Event description:
A distributor in (B)(6) reported an encoder failure on the main board of an iw980 wall mount infant warmer. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain more information with regard to this complaint. We will provide a follow-up report upon completion of this investigation.

Event description:
A distributor in (B)(4) reported an encoder failure on the main board of an iw980 wall mount infant warmer. No patient consequence was reported